Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low and high blood glucose from (B)(6) 2020 with blood glucose ranging from 49 to 594 mg/dl at the time of the incidents. The customer stated no matter how much insulin they gave themselves, they would not see a change in their blood glucose levels. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer was hospitalized on (B)(6) 2020 with blood glucose of 450 mg/dl while using manual injections. The customer reported their retainer ring broke a week prior to the incident, but the reservoir was locking properly. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, force sensor and self tests. The test p-cap does not lock in place properly and we were unable to perform the displacement, displacement accuracy test and occlusion tests due to the missing retainer and missing reservoir tube o-ring. The pump was received with a missing serial number label, a missing end cap address label, a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.